Event description:
The rptr states that she obtained the blood glucose comparisons with results 481 mg/dl, 450 mg/dl and 95 mg/dl on the accu-chek active system. The results were obtained within a 10 minute timeframe. No reported actions taken. No adverse event reported. New system sent to customer and return requested.